Manufacturer narrative:
The pump was not returned for evaluation, as it was not explanted and an autopsy was not performed. A correlation between the device and the reported stroke and the multisystem organ failure could not be determined through this evaluation. The instructions for use lists stroke as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient¿s weight was not provided. Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 2 years and 5 months. The pump was not returned for evaluation, as it was not explanted, and an autopsy was not performed. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a new left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient expired due to "multi-system organ failure". The patient was at home on hospice care when he expired. Prior to hospice care, the patient had reportedly stopped taking his medications. The patient subsequently was stroking and developed multi-system organ failure. It was reported that no other information is available, due to the patient being home at the time of expiration.